Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced reduced vision. The lens was subsequently explanted and replaced with another lens during a secondary procedure. The clinical reason for the explant was ametropia additional information was requested.

Manufacturer narrative:
Additional information provided in b.5., b.6., b.7. And d.10. Correction information provided in h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the lens was exchanged with a lens from the same company but with a different diopter.